Manufacturer narrative:
Concomitant medical products: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported she had the implantable neurostimulator (ins) moved from the front location to the back location on (B)(6) 2015. No therapy complaints or allegations were made. Relevant medical history included radicular pain syndrome and spinal pain. No causes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that about 3-4 days after the patient was released, she bent over and the battery flipped causing massive pain. The patient rested and the next time it flipped again. The bottom of the battery flipped up straight to the incision. It was a huge mess. Over time, it flipped over and over so the patient went for help at the doctor. The patient could put her hand on the bottom of the battery and could flip it. The doctor told the patient to rest and use hot packs. Sadly, this went on and on. Then, the patient was revaluated and it had to be moved the back flank. It was attached at the top of the battery. They moved it back to the back flank. There were three incisions at the front pocket where it was filled with blood. It still hurt and limited her activities like bending over driving. To the day of the report, it was in the back flank, 4-5 inches from the waist band. It was hard to reach and very had to charge. There was no other option. The front still had not healed. The pocket filled with blood hematoma. One month later, as of the time of the report, the front still had a smaller hematoma that caused more pain to bend over. The two incisions in the back still bothered the patient as the waistline was hard and uncomfortable. The flank incision and front one hurt. It was noted the patient was healed since april when decided for surgery on (B)(6) 2015. Six months had passed and the patient felt it helped for what she needed. It helped, but hurt and limited what she could do.